Manufacturer narrative:
(B)(4). The endowrist one vessel sealer instrument has not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, the endowrist one vessel sealer instrument did not appropriately seal the patient's tissue. At this time, it is unknown what caused the sealing issue. Although no patient harm occurred, if the reported malfunction were to recur if could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the endowrist one vessel sealer instrument did not appropriately divide and seal/cut the patient's tissue. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.

Manufacturer narrative:
On 05/05/2016 intuitive surgical received uf/importer report (B)(4) from the FDA. The event details are as follows: during robotic sigmoidectomy, the physician began dissecting with the vessel sealer and proceeded to cut the mesentery which had a vessel attached to it. As the physician was cutting, the vessel sealer did not divide and seal the cut he made and the patient began to bleed. Attempts were made to stop the bleeding robotically and laparoscopically, eventually a mid line incision was performed to stop the bleeding. Device was removed from the field and sequestered for analysis with manufacturer. The endowrist one vessel sealer instrument was returned for evaluation. During failure analysis investigations, an electrode gap inspection was tested as a functional check, and the instrument failed electrode gap testing. The instrument passed electrical continuity testing. The vessel sealer instrument was installed on an in-house system and there were no faults or error messages generated. The instrument was also tested on wet paper towel. The towel was placed between the instrument's grips and smoke was observed coming from the paper towel during energy activation. Steam was also generated from the paper towel indicating that there was active power and a complete circuit. The instrument was ready for use, there was no loss of power or intermittent energy observed. The instrument passed grip force testing in all orientations. All measurements were found to be within specifications. No physical damage was found to the instrument's grip assembly. The blade and knife cable were manually brought out of the garage track with no damage found. The instrument underwent a cut test and performed function successfully. Consistent cuts were observed. The knife cut length was 0.5 minimum measured from the jaw crotch. The grips had an offset of approximately 0.038 in the clockwise direction and 0.027 in the counter clockwise direction. The width of the blade track was then measured. The width of both blade tracks was approximately 0.029. Typically, an electrode gap is associated with thin tissue sealing issues. Based on the information provided, it is indeterminable as to what caused or contributed to the inadequate seal and subsequent intra-operative complication experienced by the patient. No other damage to the instrument was found.